Event description:
The patient stated, that she was pushed into a salt water pool while connected to her infusion device. She stated that she has continued to use the infusion device since being in contact with the water and she stated that it appears to be functioning properly and the display has not been affected. The patient was advised to remove all accessories from the infusion device and to allow the device to dry for 24 hours. The patient stated she does not have a backup infusion device and she is on vacation. She stated that she will contact her physician for an alternative method of insulin delivery. No physiological effects were reported. Further attempts to contact the patient for follow up were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.